Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us having technical failure 271 alarm - o2 supply failed - no o2 dosing possible . Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause could not be determined. This complaint will be included in vyaire track and trending analysis.